Manufacturer narrative:
The hdf-3500 passed ¿out qat from heartsine technologies on the 21st december 2016. Upon receipt the device failed to power on, as per the reported fault. This was attributed to failure of mosfet q31, which was failing to switch. Q31 is an integral component of the on/off switching circuitry, whose function is to switch power from the pad-pak to the pcba circuitries. Furthermore, the on/off circuitry is also activated by the rtc interrupt during self-test. The inability of the device to power on had resulted in the reported fault of a red status led, as the device could not switch on to complete a self-test and clear the interrupt. The faults could not be replicated after replacing q31. This confirmed the reported failures were due to the failure of q31. With a new q31 installed, the device was temperature cycled between 0°c and 50°c for 48 hours. The device was power cycled multiple times throughout this period and the green status led flashed throughout. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Customer alleges the buzzer sounds in the standby display. No response even when the power button is pressed. There was no patient invovlved in this event.